Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2010. Revision of knee components due to pain due to granulomatous synovitis and chronic effusion recurvatum. This event occurred outside of the us, in france, and was discovered as part of active surveillance.